Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button had to press multiple times. Insulin pump's battery life diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Unit passed displacement test, active current measurement, sleep current measurement, and self test. No button error alarm noted upon testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).